Event description:
A baxter engineer reported an inoperative pump. This occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.